Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the front therapy electrode. The patient's physician prescribed him an unknown lotion for the irritation. During a follow up, it was reported that after the patient discontinued use of the lifevest and used the prescribed lotion, the irritation improved. There was no allegation that a device malfunction caused or contributed to the reported irritation.